Event description:
It was reported that 12 hours postoperatively of a sleeve gastrectomy procedure, the patient began to feel a sudden pain at the left shoulder (omalgia) which worsened progressively. Flow of hematic liquid was also seen through a blake french drain. The patient was taken back to surgery for an exploratory laparoscopy. Many blood clots were seen within the left subphrenic space and there were signs of recent bleeding from the staple line. Manual suture reinforcement was performed as well as cavity washing. Another drain was also placed. After the second operation, the patient developed a major secondary anemia and was taken to the ICU for an additional 48 hours. During the fist procedure, the surgeon used a green cartridge for the first firing and gold cartridges for four additional firings. All devices were discarded. The following information was requested, but no response received.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Evaluation summary: the complaint could not be confirmed, because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.